Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose while off therapy for a period, then had no available device data because the device was unpowered due to a broken charger; a replacement charger was provided, and later the user was sent a replacement ilet, after which internal reporting indicated the issue had resolved. Symptoms included hypoglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of available device data and follow-up with the user. Investigation of this case revealed a cause that remained unclear, with contributing factors including loss of power from a broken external power accessory and subsequent device replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.